Manufacturer narrative:
(B)(4). Date of initial report: 12/15/2016. Date of follow-up report: 01/19/2017.

Event description:
The generator settings were two green bars and no seals made with the device were found to have reopened. The surgeon does not know what caused the hematomas. In addition to a vaginal hysterectomy, the surgeon was performing a salpingectomy. The device was used on the perimetrium and for removing the salpings. Eight days after the operation the patient was readmitted after reporting pain. A 40x31 mm hematoma was found, and a laparoscopic procedure performed to wash away the hematoma.

Manufacturer narrative:
(B)(4). Date of initial report: 12/15/2016. The device was discarded by the facility and is not available for return. Questions have been extended requesting further information regarding this issue. To date, no additional information has been received. If the sample becomes available or if additional information regarding this incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was used without any observed issues during a hysterectomy. However, a haematoma formed six to seven days post operation. An ultrasonic check of the patient was performed three to four days after the initial operation and no bleeding was present. A reoperation was performed to treat the issue.